Manufacturer narrative:
Per reviewed, the health effect clinical code and health effect impact code have been updated accordingly. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.

Event description:
The complainant reported additional information upon request: "1. Echo was obtained for a second time to confirm that there was no lv thrombus and confirm adequate placement of the pump. There were no issues related to lv thrombus or placement. Ultimately, a second pump was placed without issue and had normal flow. We learned after the fact, that the first pump was never primed prior to it going in the body. We were not there when the pump was placed due to the emergent nature. 2. The device was returned almost 1 year ago. 3. That is all the information we have.".

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cardiac support, the pump demonstrated low or blocked flow. When the pump speed was increased, it abruptly entered suction and displayed a completely flat motor current waveform, and it was unable to generate flow above low support levels. It was later learned that the impella device had not been primed before insertion. Due to persistent suction and inadequate flow, the device was removed and replaced with another impella.